Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (part number 471172-16/ lot number n10210510 0177) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used during a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 2 uses remaining after the last procedural use. This complaint is reportable malfunction event based on the following conclusion: it was alleged that the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start, post anesthesia of a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument jaws was found to have a broken black wire. The procedure was completed with no reported injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument had frayed cable. There was no loss of cautery as a result of the frayed cable and no signs of thermal damage. The instrument did not collide with any other instrument during the procedure. The maryland bipolar forceps instrument was inspected prior to reprocessing and there was no damage out of the ordinary.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint that "the maryland bipolar forceps instrument was found to have a broken black wire". Failure analysis found the primary failure of dislodged conductor wire to be related to the customer reported complaint. For clarification, the mbf instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The mbf instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. Additional observation not reported by site that is related to the primary failure: the mbf instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. No signs of thermal damage observed. The root cause of this failure is attributed to a component failure. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.026¿ x 0.015¿. The root cause of broken instrument bipolar yaw pulley is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
Refer to h10/h11 for follow-up information.